Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation report showed invalid trend data. It was also noted that there was possible high threshold on the left ventricular (lv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.